Event description:
It was reported that the laser fiber thermally fused at the portable connector module (pcm) mating adaptor at the beginning of the ablation procedure. The backup pcm was used to complete the ablation without issue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
This follow-up report summarizes investigation findings.